Event description:
It was reported that after successful placement of the graftmaster stent via direct stenting in the proximal portion of the left anterior descending artery to cover the two previously diagnosed coronary fistulas, the patient complained of some chest pain at the close of the case from pinching of the septal artery, which would be expected, and was adequately treated with medications. The patient left the cath lab in stable condition. There was no clinically significant delay in the procedure reported. There was no other information provided. Product performance engineering analysis revealed the stent delivery system was used after its expiration date.

Event description:
Subsequent to the previously filed medwatch, new information confirms that the device was not used after expiration as previously reported. The shelf life of this device had been extended by six months by abbott vascular.

Manufacturer narrative:
(B)(4) - use after expiration removed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: forte water; guide cath: xb 3.5 7 fr; sheath: 6fr. Device coding: (B)(4) - use after expiration, indication for use. There was no reported product deficiency. It was reported that the graftmaster stent was being used to treat a diagnosed coronary fistula. It should be noted that the otw graftmaster instructions for use (IFU) states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. Further, a review of the labels attached to the device history record for this lot was conducted and the label indicated an expiration date (use by date) of (B)(4) 2012 and the implant procedure date was (B)(6) 2012 which is 10 days post expiration. It should be noted that the IFU states to carefully inspect the sterile package before opening. It is not recommended that the product be used after the use before date. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.